Manufacturer narrative:
(B) (4). It was not possible to ascertain specific device info from the article. It is also possible several events occurred in one patient. At this time, no additional information was available.

Event description:
Literature: fytagoridis a, blomstedt p. Complications and side effects of deep brain stimulation in the posterior subthalamic area. Stereotact funct neurosurg. 2010;88(2):88-93. Summary: forty consecutive patients (67% men) operated with dbs in the posterior subthalamic area (psa) were analyzed for complications and side effects of the procedure. Twenty-seven patients had essential tremor, 8 had parkinson's disease, 2 had dystonic tremor, 1 had cerebellar tremor, 1 had neuropathic tremor and 1 writer's cramp. The mean age at surgery was ((B) (6)). The pts were followed for a mean time of 34 months (range 3-59). All procedures were performed by one surgeon during the period 2004-2008. Fifty-four dbs leads were implanted in these 40 patients, requiring a total of 57 tracks. Twenty-nine patients were operated in the left hemisphere, 7 in the right and 4 bilaterally. Four patients received an extra ipsilateral electrode in the psa due to an ambiguous response during perioperative stimulation of the original electrode. The pts were hospitalized for a mean of 7.4 days (range 2-15). Reportable events: one procedure was aborted in the operation theatre and completed at a later occasion because the durotomy provoked a generalized seizure. One procedure was aborted in the operation theatre and completed at a later occasion due to suboptimal placement of the electrode in a pt too exhausted to allow a relocation of the electrode in the same session. Revision of the extension cables was performed in 2 patients due to straining and a feeling of tightness. One pt had an irritating granuloma removed from the infraclavicular scar. The implantable pulse generator malfunctioned in 1 patient with 2 ipsilateral electrodes. This problem was related to the stn electrode, and the clinical result was not affected. The source literature indicated the dbs lead models used were either 3387 or 3389, the electrodes were secured with a stimloc bur hole cover, extension models were not indicated, and the ipg model was 7428 (kinetra) in 37 of the 40 patients and model 7426 (soletra) in 3 of the 40 cases. The individuals and models for each event are unk.